Event description:
I had the inspire implant put in and not the surgeon or inspire was transparent in the debilitating painful surgery involved. I was only told I would have a numb lip. There is nowhere online, in the inspire site, or in the paperwork, that clearly describes the horrific events that are occurring. The pain is beyond a 10. I can't swallow because of lack of tongue moment due to cut muscles in my chest, my neck is swollen so large and I can't talk. I can't chew. I can't move my head. I'm drooling out the side of my mouth. Pain meds not working. I can't cough or blow my nose without excruciating pain. I would never have had this done if full disclosure was given prior to surgery. And it was not. I contacted inspire and they brushed it off as all surgery has recovery time. What an understatement. I've had major surgeries in my life. Knees replaced. Spinal discs replaced. I know pain and recovery. This inspire surgery, goes well beyond your typical easy outpatient surgery. Inspire needs to have these severe issues listed on their site and the surgeons need to be fully transparent prior to the surgery. Now, I'm stuck with this device in my body that I will never have turned on. And I would rather suffer from lack of air and a horrible CPAP machine than ever go through this surgery. I cannot have it removed either. Because according to inspire they don't remove it. And a 2nd surgery would leave me in worse shape than I am in now. Damaged nerves. Extreme pain. Swollen neck and chest. Can't chew. Can't swallow. This is no quality of life. I can't even cough without gasping for breath and putting myself in worse pain. They did a sleep test where they knock you out to see how your jaw drops back and they do an endoscopy down your nose to look at the back of the throat, while you are asleep. If you meet requirements then the surgical date of the implant is set up. That information is not on the card. (B)(4).